Event description:
It was reported that the table locks were not actuating when the foot pedal was released, causing the tabletop unexpectedly move in both longitudinal and lateral directions without resistance (free float). The issue was discovered during set-up. There was no injury reported. This situation could contributed to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuring instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the unexpected float was due to loss of power to the table locks. The power loss was caused by a broken cable. The fe replaced the cable and verified that the table locks were performing according to specifications.